Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited under-sensing. The sensitivity of the icm was adjusted via remote programming. No patient consequences were reported.